Event description:
It was reported that the programmer exhibited a loss of telemetry and that it was not resolved with new programmer leads. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no indication given as to any patient involvement associated with the event.

Event description:
It was reported that the programmer exhibited a loss of telemetry and that it was not resolved with new programmer leads. The programmer was returned for repair. There was no indication given as to any patient involvement associated with the event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4): analysis could not confirm the reported event of the programmer exhibited a loss of telemetry. Analysis did find that the fan was noisy. (B)(4).